Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection and erosion. Reportedly, the result was negative upon blood culture, but since pacemaker was exposed from the pocket part, the patient was diagnosed with infection. There were no additional adverse patient effects reported. The ra lead was explanted.